Event description:
A blood glucose reading of 21 mg/dl. She retested and received a reading of 186 mg/dl. The difference between the readings falles in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips are to be sent.